Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where cubies were being randomly de-assigned. A technical support specialist (tss) identified that the issue was related to production incident (pi) 62093 version 1.8, where the system on cubies that are in drawer. The customer was informed that this issue currently being tracked by the development team. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the system was randomly de assigning cubies; reprogramming was performed as advised, but it did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.